Event description:
It was reported that the wire was not able to be removed completely, and a portion of the pull wire remained inside the anchor after it was flush cut.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: yes, since the wire was not able to be removed completely, a portion of the pull wire remained inside the anchor after it was flush cut. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) incomplete lever actuation, 2) user technique error, 3) use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the wire was not able to be removed completely, and a portion of the pull wire remained inside the anchor after it was flush cut.